Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color was observed. A grey stopper was observed on one (1) tube instead of a red stopper. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect stopper color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect stopper color based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield/cap stopper was a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the customer received a tube with a different color rubber septum than the usual red color."